Manufacturer narrative:
The device is used for treatment not diagnosis. The controller was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the device revealed that the controller met specifications; the controller passed visual inspection and functional testing. The reported event could not be confirmed via log file analysis; however logs revealed two critical battery alarms two months before the reported event date. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching with associated critical battery alarms are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. There are no known clinical or user related factors that could have contributed to this event. The manufacturer has opened an internal investigation to evaluate these types of issues. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) by the patient that they noticed the controller changing from one power source to the other earlier than expected. After preliminary analysis of the log files it was recommended to exchange the controller. The facility performed the controller exchange and provided the patient with a replacement device. The facility stated that the patient uses their own bag and will occasionally put the cell phone in the bag with the controller, even though they were advised not to do this. The patient does not recall whether the cell phone was near the controller when the event occurred. There was no reported patient injury as a result of this event.